Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was intermittently resetting. The cause for the abnormal shutdowns was isolated to an intermittent u500 digital signal processor on the computer/analog board. The root cause for the intermittent u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to return a monitor and reported that it was resetting.